Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: 7080096. Model/catalog description: infinion cx lead kit, 50cm unique identifier(UDI)#: (B)(4). Model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: 7080169. Model/catalog description: infinion cx lead kit, 50cm. Unique identifier(UDI)#: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief and unable to enter magnetic resonance imaging (MRI) mode due to impendances out of range message. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively. The explanted device components were discarded by the medical facility.